Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6, h10.

Event description:
Additional information reported "patient¿s symptoms have resolved except for scarring left from where the abscesses erupted."

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the jawline with juvéderm® volux¿ xc and in the temples with an unspecified dermal filler. The patient then experienced a headache that had resolved. The patient then reported their jawline ¿increased in size, became firm, and was tender.¿ two months later, the jawline ¿started draining pus.¿ the patient was prescribed doxycycline 100 mg for 10 days. The drainage resolved, but the jawline was still ¿large¿ and seems like product was ¿clumping together.¿ event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-31408). This emdr is being submitted for the suspect product, juvéderm® volux¿ xc.